Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient and procedural information, which was updated in the appropriate sections.

Event description:
It was reported that the pta balloon ruptured at 10 atm. The catheter was retracted without difficulty. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The complaint investigation is confirmed for a hole in the outer catheter at the proximal neck weld site. The investigation is inconclusive for a balloon rupture. The definitive root cause for the hole in the outer catheter at the proximal weld site could not be determined based upon the available info. It is unk whether pt and/or procedural issues contributed to the reported event. It is unlikely that the event is mfg related, as the proximal neck weld site is 100% inspected for defects and the catheters are 100% leak tested. The atlas instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.